Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 1627487-2020-49333; related manufacturing reference number: 1627487-2020-49335; related manufacturing reference number: 1627487-2020-49336. It was reported patient experienced ineffective therapy and has headaches. X-rays did not indicate any anomalies. Diagnostics indicated impedance issues. System may be removed at a later date.

Event description:
Additional information received, indicated patient underwent surgical intervention. Where in the cervical scs system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.